Manufacturer narrative:
Additional information: block b5: incident narrative. Block b3: the exact date of the event is unknown. The provided event date, (B)(6) 2021, was chosen as a best estimate based on the date that the manufacturer became aware of the event, (B)(6) 2021. Block d4, h4: the complainant was unable to provide the suspect device lot number. Therefore, the expiration and device manufacture dates are unknown. Block h6: clinical code e172001 captures the reportable event of abscess. Medical device problem code a1502 captures the reportable event of gel misplaced, non-vascular. Evaluation conclusion code d17 is being used in lieu of an adequate conclusion code for device not returned. Block h10: the complainant indicated that the device remains implanted and will not be returned for evaluation; therefore a failure analysis of the complaint device could not be completed. If any further relevant information is identified, a supplemental MDR will be filed. Block h11: corrected information: block d4 model number and catalog number.

Event description:
It was reported to boston scientific corporation that spaceoar was implanted during a spaceoar placement procedure performed on an unknown date. The patient was in pain and developed abscess post procedure. The abscess was drained. Additionally, the gel was injected in the perianal area. According to physician the needle probably went through the rectal hump into rectal wall and not over it outside of wall. On april 21, 2021, additional information received stating that the procedure was done under general anesthesia.

Manufacturer narrative:
Block b3: the exact date of the event is unknown. The provided event date, (B)(6) 2021 was chosen as a best estimate based on the date that the manufacturer became aware of the event, 16mar2021. Block d4, h4: the complainant was unable to provide the suspect device lot number. Therefore, the expiration and device manufacture dates are unknown. Block h6: clinical code e172001 captures the reportable event of abscess. Medical device problem code a1502 captures the reportable event of gel misplaced, non-vascular. Block h10: the complainant indicated that the device remains implanted and will not be returned for evaluation; therefore a failure analysis of the complaint device could not be completed. If any further relevant information is identified, a supplemental MDR will be filed. Block h11: corrected information: block d4 model number and catalog number.

Event description:
It was reported to boston scientific corporation that spaceoar vue was implanted during a spaceoar vue placement procedure performed on an unknown date. The patient was in pain and developed abscess post procedure. The abscess was drained. Additionally, the gel was injected in the perianal area. According to physician the needle probably went through the rectal hump into rectal wall and not over it outside of wall. Boston scientific has been unable to obtain additional information regarding the event to date, despite good faith efforts.

Manufacturer narrative:
The exact date of the event is unknown. The provided event date, (B)(6) 2021, was chosen as a best estimate based on the date that the manufacturer became aware of the event, (B)(6) 2021. The complainant was unable to provide the suspect device upn and lot number. Therefore, the lot expiration and device manufacture dates are unknown. (B)(4). The complainant indicated that the device remains implanted and will not be returned for evaluation; therefore a failure analysis of the complaint device could not be completed. If any further relevant information is identified, a supplemental MDR will be filed.

Event description:
It was reported to boston scientific corporation that spaceoar was implanted during a spaceoar placement procedure performed on an unknown date. The patient was in pain and developed abscess post procedure. The abscess was drained. Additionally, the gel was injected in the perianal area. According to physician the needle probably went through the rectal hump into rectal wall and not over it outside of wall. Boston scientific has been unable to obtain additional information regarding the event to date, despite good faith efforts.